Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter.

Event description:
On 2013-05-22, information was received from a patient receiving prialt (unknown concentration) at a dose of "3.5" via an implantable pump for non-malignant pain, chronic low back pain and degenerative disc disease/herniated disc pain. On an unknown date, the patient had the morphine in their pump removed and replaced with prialt. The patient then noticed they were having trouble going to the bathroom (urinating and defecating). The patient was told their "steroid cortisone count" in their kidneys was low and it was causing their urethra to swell up and that is why the could not urinate. The patient went to a urologist and they did not have anything wrong with their prostate. The urologist thought the patient had an overactive bladder because of the patient's nerve damage, but stated the pump could be a part of it. The patient was given some pills/steroids, but they made the patient not able to go to the bathroom so their healthcare professional (hcp) told them to stop taking the pills. The patient was told they had to just "train their bladder." Once the patient got their bladder trained, then the patient was "always able to go to the bathroom."